Event description:
In-house personnel in the qa issue management lab opened a sealed, in-house breeze2 disc and discovered a hole in one of the strip wells , exposing the strip to the environment. There were no holes in the disc packaging.

Manufacturer narrative:
It was observed there was a hole in the foil, exposing the test strip to the elements and compromised the test strip. Will not be tested.